Event description:
During a routine pump replacement surgery for battery end of life, it was noticed that the catheter access port was disconnected from the pump body. The intrathecal therapy had been effective until the pump's normal end of life. After the replacement, the pt was reported to be doing well. The pump was used to deliver baclofen.